Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps due to use error was confirmed because the home patient (hp) started the initial drain before connecting to the homechoice. The technical service representative (tsr) assisted to end therapy. Since it cannot be determined why the home patient (hp) started the initial drain before connecting to the homechoice, the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) started the initial drain before connecting and there was air in the line on a home choice (hc). The technical service representative (tsr) explained that the supplies were compromised and the hp would need to end therapy and call the registered nurse (rn) to let her know what happened. The tsr walked the hp through ending therapy procedure. During a followup call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the air in the tubing, the home patient (hp) did follow up with her regarding starting the initial drain without the hp connected, then the hp connected and noted air in the line. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.